Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high out of range (oor) pacing impedance measurements. The decision was made to implant a new rv lead. It was noted this patient suffers from epilepsy. The post operative check was fine, and the patient was discharged home. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.